Manufacturer narrative:
Based on our investigation of the complaint, this brush has been identified as the d16 power toothbrush. This report is being filed due to a melted hole in the handle. It has been determined that a melted area on housing of the handle could have been caused by a short circuit overheating the pcb / motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose the possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product is expected to be received and an investigation will be conducted upon its receipt.

Event description:
Toothbrush wasn't working / battery immediately started to overheat and ended up melting the plastic of the handle, giving off a burning smell / started getting hot, after that it melted / smoke coming out of the body of the toothbrush [device physical property issue], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via email on 02-aug-2017 that her sons bought her an oral-b power rechargeable toothbrush handle pro crossaction 4729 model d16.524 a few days prior. She explained that she charged it during the night, and then she tried to use it. Since it wasn't working, she put it back into its charger, thinking that possibly it hadn't been in it long enough for its first charge. She described that the battery immediately started to overheat and ended up melting the plastic of the handle, giving off a burning smell that alerted her. No symptoms were reported. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided. On 11-aug-2017 received consumer's follow-up phone call: the consumer reporter that the charger was a 3757. She thought that there was a manufacturing defect because she charged it overnight when she had it and it did not work afterward. She stated that the toothbrush did not get a shock. She described that she put it in the charger, and after less than a minute she smelled a burning smell and saw that smoke was coming out of the body of the toothbrush and so she took it out very quickly. She noted that the plastic melted. She described that the toothbrush was not hot when she held it in her hand, but it was when she put it in to charge again; that was when it started getting hot, and after that it melted. No further information was provided.

Manufacturer narrative:
Based on our investigation of the complaint, this brush has been identified as the d16 power toothbrush. This report is being filed due to a melted hole in the handle. It has been determined that a melted area on housing of the handle could have been caused by a short circuit overheating the pcb / motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose the possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product is expected to be received and an investigation will be conducted upon its receipt. On 30-nov-2017 product investigation results: product was received on (B)(6) 2017 and investigated. Investigation results showed that a solder bead was blocking the gear causing overload and heating at motor transistor, leading to a melted hole on the housing. The root cause is manufacturing related. Corrective actions have been defined and implemented.

Event description:
Toothbrush wasn't working / battery immediately started to overheat and ended up melting the plastic of the handle, giving off a burning smell / started getting hot, after that it melted / smoke coming out of the body of the toothbrush [device physical property issue], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via email on (B)(6) 2017 that her sons bought her an (B)(6) power rechargeable toothbrush handle pro crossaction 4729 model d16.524 a few days prior. She explained that she charged it during the night, and then she tried to use it. Since it wasn't working, she put it back into its charger, thinking that possibly it hadn't been in it long enough for its first charge. She described that the battery immediately started to overheat and ended up melting the plastic of the handle, giving off a burning smell that alerted her. No symptoms were reported. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided. On (B)(6) 2017 received consumer's follow-up phone call: the consumer reporter that the charger was a 3757. She thought that there was a manufacturing defect because she charged it overnight when she had it and it did not work afterward. She stated that the toothbrush did not get a shock. She described that she put it in the charger, and after less than a minute she smelled a burning smell and saw that smoke was coming out of the body of the toothbrush and so she took it out very quickly. She noted that the plastic melted. She described that the toothbrush was not hot when she held it in her hand, but it was when she put it in to charge again; that was when it started getting hot, and after that it melted. No further information was provided.